Event description:
It was reported that the patient went to the emergency room (ER) due to ketones. No specific blood glucose or ketone levels were provided. The patient reported that their pod and dexcom g7 were losing connection for longer than an hour so the patient received a missing sensor values alert. At the ER, the patient received a drip, but did not specify exactly what was provided. The patient was discharged after a few hours. After follow up the patient reports everything went well and they came home quickly. Dexcom has been notified.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: data not available. Omnipod software app version: data not available. Smartphone operating system: data not available. Smartphone hardware: data not available. Cgm sensor type: data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.